Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-22368, related manufacturer reference number: 2017865-2022-22369. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.